Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray controller board. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying intermittent generator errors. No patient injury was reported.